Event description:
It was reported that a user fasting for a medical procedure observed a breakfast meal announcement in the ilet system despite not recalling initiating a meal announcement and asked whether the ilet pump could auto-announce meals. The agent clarified that the pump does not auto-announce and provided education on viewing bolus amounts, meal announcement times, and sensor readings in the app¿s reports. No reported adverse clinical effects. Outcomes included no alerts, alarms, or medical interventions. Investigation included customer education and review of app features for event verification by the user. Investigation of this case revealed no device malfunction and no evidence that the device announced a meal autonomously; the event was consistent with an accidental or unintended user meal announcement. It was concluded, based on previously established findings for similar reports, that the cause was user error.